Event description:
Ous MDR- after an implantation time of about 14 months, premature battery depletion was reported.

Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation. The device status was eri, 15 charge processes had been documented. This battery status does not meet the expectations after an operating time of 14 months. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and met the programmed values. A fibrillation signal was applied and the device detected the fibrillation signal as expected. Following the detection, a charge process commenced, which was aborted due to the advanced discharge state of the battery. Next, the device was opened. The battery was discharged but not defective. The current uptake of the electronic module was checked and an excessive current uptake was detected. Next, the components of the electronic module were inspected. In the output stage of the home monitoring transmission circuit, a defective filter capacitor was identified, which caused the increased power consumption and then lead to the clinical complaint. The component was removed from the electronic module and the current uptake then met the specification. There were no further causes for the increased current uptake than the defective capacitor. Furthermore, the manufacturing process of this device was checked. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been executed correctly. In particular, the power consumption of the ICD was unremarkable and the home monitoring transmission circuit fully functional.